Event description:
It was reported this balloon ruptured well beyond its rated burst pressure on the third inflation during an arteriovenous fistula graft dilatation procedure of the anastomosis. During attempted withdrawal of the balloon catheter, it was noted the balloon material had detached from the proximal bond, however, remained attached to the distal tip of the balloon catheter. The balloon material began to fold over itself and could not be removed through the introducer sheath. The introducer sheath was removed. Attempts to remove the balloon catheter through the entry site were unsuccessful. A small cutdown was performed to facilitate balloon catheter withdrawal. The pt has been scheduled for graft surgery. The pt's condition is good. The device is currently being evaluated by this MFR. A supplement will be forwarded upon the completion of the engineering eval. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than that do native vessels. Access to bypass graft for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow-up indicated the lesion was very difficult. Follow-up also revealed this balloon was inflated well beyond its rated burst pressure. Co believes the above factors contributed to this event. However, co is unable to determine the exact cause for this event at this time. Directions for use state: "the rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the proccedure. Deflate the balloon. Do not reinflate and remove carefully."